Event description:
A report received associated a cypher stent delivery system with a broken hub during a percutaneous coronary intervention. According to the report, the operator did not notice that the hub was broken until he tried to inflate the device. It was noticed that the hub was broken because contrast did not show up in the monitor and the contrast was not getting inside the device. Since the device could not be inflated as a result of the broken hub, another stent was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent delivery system. The device is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.